Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was very hard to open and close. A field service engineer found that drawer 6.2 was very hard to open and close. After troubleshooting, it was discovered that the rails were damaged, preventing normal operation. The half-height cubie drawer was replaced because the rails are not individually replaceable. The storage space was reconfigured and recovered. The customer tested it via normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was very hard to open and close and all wires are exposed when opening all the way. The customer reported that the malfunction took place when the user tried to dispense medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.